Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient's infusion set's tubing snapped off/broke at the site location, just after insertion and her blood glucose level was 16.3 mmol/l. The site location was patient's stomach and the pump was in the right pocket. Reportedly, the infusions were stored in a cupboard at her house and in original packaging. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.